Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Constrained liner failed. Patient was revised. Update 14-january-2025: it was reported that the patient's hip was revised due to the inner bipolar component separating from the outer component of the constrained liner. A head and liner exchange was performed. Rep provided revision usage and a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.

Event description:
Constrained liner failed. Patient was revised. Update 14-january-2025: it was reported that the patient's hip was revised due to the inner bipolar component separating from the outer component of the constrained liner. A head and liner exchange was performed. Rep provided revision usage and a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: the reported devices were not returned; however, a photograph was provided for review. The photograph shows a recently explanted constrained liner with the inner bipolar component separated from the outer liner. The device components are covered in blood and explantation damage is visible in the form of a screw inserted into the poly liner. The event cannot be confirmed from the photographs, as it cannot be confirmed that the disassociation occurred in situ without x-ray images. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to the inner bipolar component separating from the outer component of the constrained liner. The reported devices were not returned; however, a photograph was provided for review. The photograph shows a recently explanted constrained liner with the inner bipolar component separated from the outer liner. The device components are covered in blood and explantation damage is visible in the form of a screw inserted into the poly liner. The event cannot be confirmed from the photographs, as it cannot be confirmed that the disassociation occurred in situ without x-ray images. Further information such as return of the device, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.